Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an error code of 12:xxx. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further review, it was determined that this report is a duplicated of report # 6000001-2012-02240. All further information will be reported through report # 6000001-2012-02240.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.